Manufacturer narrative:
The neurostimulator, lead and extension have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The pt experienced a cessation of therapy due to lead migration. The pt requested removal of the implantable neurostimulator. The pt outcome was reported as 'no injury'. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.